Event description:
Addendum: additional information was received/adjudication minutes reviewed. Adjudication minutes review: the adjudication minutes received agree with the previous diagnosis of a non-ipsilateral ischemic stroke occurring approximately two days after stent placement. This information does not change the previous determination. The current code of hemorrhagic stroke will remain a not-reportable complaint. Additional information notes that the patient experienced hypotension and bradycardia, both which were treated with medications. The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 40 stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. A 6 mm. Angioguard embolic protection device was used. There were no reported procedural complications, or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The residual stenosis was 10%. An adverse event (ae) of a neurological deficit occurred two days after the index procedure. A diagnosis of hemorrhage in the right occipital lobe was made. A CT scan was done. No intervention was done. The deficit resolved <24 hours. The patient was asymptomatic for the procedure. The ostial rica target lesion was reported to be: a 90% stenosis, 20 mm. In length, absent of thrombus, 7 mm. Reference diameter, mildly calcified, severely tortuous, and eccentric. The lesion was pre-dilated.

Manufacturer narrative:
The complaint conclusion has been updated to reflect the receipt of adjudication minutes. Additional information from the adjudication minutes received (B)(6) 2012 notes that the patient experienced hypotension and bradycardia, both which were treated with medications. As such, both will be added to the file as reportable events. The patient is a (B)(6) woman with a history of dyslipidemia, cad, and hypertension. On (B)(6) 2008, she underwent the index procedure in the right ostial internal carotid artery (ica) with delivery of an angioguard, pre-stent balloon angioplasty and placement of one precise stent. The site reported a 10% final residual target lesion stenosis. The following day the patient was hypotensive requiring levophed and dopamine and bradycardia requiring atropine resulting in improvement of the patient's blood pressure. The site reported full recovery. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13160401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.